Event description:
Treatment of an ophthalmic aneurysm. It was reported after deploying the pipeline, the middle section would not open. The device was removed from the pt. No pt injury reported. Same event as MDR# 2029214-2011-00315.

Manufacturer narrative:
The device has been evaluated and a large amount of blood was found on the pipeline. Based upon the findings, the large amount of blood found on the pipeline was likely prevented the device from fully open. (B)(4).